Event description:
It was originally reported that the patient had no stimulation. The patient's device stopped working. The patient required surgical intervention to address the device issue. The neurostimulator and lead extension were replaced. The patient no longer has problems with her device. Further information is being requested from the hcp.